Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a display issue. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a display issue. The device was checked, and it was observed that the display had frozen. The device was rebooted, but the issue reoccurred. The device was evaluated by a service engineer (se), and it was reported that there was misalignment with the touchscreen. The se reported that touch operations would not work, due to a significant misalignment response on the touch screen. The se replaced the touchscreen to resolve the issue.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The suspected touchscreen was returned to philips for evaluation. The technician documented the following conclusion/root cause, product investigation lab (pil) tech verified that the touch screen passed all resistance testing. The flex cable circuit resistance verification testing and resistance ratio testing are the factors that verify a functional and good working touch screen. Therefore, this investigation has resulted in a no fault found.